Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material may not have been removed by improper reprocessing due to malfunction of the forceps elevator. Additionally, the fray of the knob wire(k-wire), the range of the forceps elevator could not be adjusted. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual 3.3 inspection of the endoscope. Reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material at the distal end. This is attributed to insufficient cleaning. Other observations for the device: suction cylinder has discoloration; due to fray of forceps elevator coil (k-wire), fixing force of guide wire does not meet the standard value; due to deterioration of braid of bending tube, tightness of the braid has become uneven; connecting tube has a scratch; adhesive around objective lens has a crack; light guide lens has a crack; distal end is shaved; and there is metal particle around forceps elevator lever arm. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is a demo device returned by the customer with no reported malfunction. There is no patient involvement. Upon an annual inspection being performed for the device, it was observed that there is presence of foreign material at the distal end. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material at the distal end observed during device evaluation.